Manufacturer narrative:
Visual analysis of the returned device identified: crease flat and total delamination of the valve. Leak test and microscopic analysis was performed which identified: total delamination of the valve and wear abrasion. Based on the device analysis the final assessment is: total delamination of the valve (adhesive failure).

Event description:
Healthcare professional reported left side deflation. The device was explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is a deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.